Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including an air leak (1 bar) test and the set performed according to product specifications and no leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that less than 12 hours after starting a treatment with continuous renal replacement therapy (crrt) using an oxiris set, the operator noticed an air intake at the level of the soft pre-blood pump segment (presence of bubbles). The treatment was terminated without the extracorporeal blood being returned to the patient (200cc) and the patient received a blood transfusion. No additional information is available.